Manufacturer narrative:
(B)(4). Evaluation of the returned product/photographs provided confirmed the following: damage to sterile blister and pouch with debris inside the sterile packaging which is consistent with the appearance of foam debris from the foam packaging. The sterility has been breached the condition of the device when it left zimmer biomet is conforming to specification. The root cause of the reported event can be attributed to transit damage and packaging design deficiency. A corrective action was performed previously on this product and it falls under the scope of it, the pouch is being improved to use a stronger material (nylon), and foam end caps are being added. Also, the orientation the devices are packed in the shipper box is moving from vertical to horizontal, and the thickness of the shipper box has been increased. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported distributor investigated stock and identified sterile package damaged. Attempts have been made and additional information on the reported event is unavailable at this time.